Manufacturer narrative:
Visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst: unable to observe as it is a medical event that is not related to the device. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device.

Event description:
Healthcare professional later reported, via MRI, "significant inflammatory changes are observed surrounding the external capsule of the prosthesis" and "there are small cystic images smaller than 3mm" - not related to the device. MRI further confirmed intracapsular and extra capsular rupture. Physician observed "complete rupture", "implant was ruptured the intra capsular space", and "all of the free silicone was removed" during surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "implant broke". Healthcare professional later reported rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, an opening in the radius side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification). ¿ inflammation/irritation: unable to confirm as it is a medical event not related to the device. ¿ cyst-ndr: not applicable as the event is not related to the device. Additional observations: ¿ crease flat observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "implant broke". Healthcare professional later reported rupture. Healthcare professional later reported, via MRI, "significant inflammatory changes are observed surrounding the external capsule of the prosthesis" and "there are small cystic images smaller than 3mm" - not related to the device. MRI further confirmed intracapsular and extra capsular rupture. Physician observed "complete rupture", "implant was ruptured the intra capsular space", and "all of the free silicone was removed" during surgery. The device has been explanted.